Event description:
It was reported that the patient experienced bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 457453 lead, implanted: (B)(6) 2005. 6935m62 lead, implanted: (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): (B)(6) / mon (B)(6) 2025 15:08:25 gmt-0600 central standard time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4) model#: dtma1qq serial/lot#: (B)(6) while it is not possible to test the device explicitly for infection, device infection complaints are routinely monitored in aggregate to identify any possible anomalies in the sterilization process at manufacturing. The returned device was, however, analyzed to assess general functionality. Analysis of the returned device included review of the data recorded by the device while it was in use, and visual inspection. The device was tested for functional performance: the operational output at nominal manufacturing settings was compared against a set of defined electrical specifications. Analysis showed the device performed within specifications. The device did not contribute to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2025 15:08:22 cst pli# 20 product ID# dtma1qq the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of d10: product ID 457453 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2025 product ID 429878 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product ID 6935m62 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.